Event description:
According to the reporter, during the laparoscopic gastric bypass surgery a scissor is used, the reporter stated that it would not cut and the blades are very dull. They also used an endostitch and they said that it is difficult to toggle. To complete the case, new devices were used. The patient is alive and has no injury. The devices are expected to be returned for evaluation.